Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the parent of the patient, that while sleeping, their son's infusion set's tubing detached, where it was connected to the quick release. The adhesive on the tubing also came off. It happened for the first time and on the third day of use. Since the patient was not getting insulin, his blood glucose reached 400 mg/dl, for which he took a correction. The site was left hip and the pump was in the pocket. The infusions were stored in a climate-controlled environment. They were unsure about any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.